Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient woke up with new quadricep pain after implant. The pain continued with no change after multiple doses of pain meds and steroids so doctor had to remove entire system about 4 hours after implant.